Event description:
It was reported that the 9900 system intermittently had a communication error at boot up during a demo. The 9900 system also had a damaged ground wire, loose caster, and broken vertical lift column switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor and generator interface board were replaced. The grounding wire and caster were repaired during the service call. The system was tested and found to be working as intended and put back into service.